Event description:
This 72-yr-old male was in private room. Diagnosis-als; pt has tracheostomy and was receiving supplemental oxygen at the time of this event. Nursing personnel heard pt call out "I'm on fire" and responded immediately. Room filled with smoke, some sparks noted with smoke coming out from under the bed. Pt was immediately evaucated to another room, power bed discontinued, fire extinguishers used. Mattress/linens did not ignite. Electrical outlet, plug and cord checked and appeared ok. Computer component appeared blackened and felt to be the probable source of the problem.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: electric problem - short circuit. Conclusion: device failure directly contributed to event, software/firmware contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. The device was not destroyed/disposed of.